Manufacturer narrative:
Continuation of medical devices: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-mar-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was failed back surgery syndrome, chronic low back pain, spinal pain, and non-malignant pain. It was reported that the patient noticed that his pain was not being controlled like before. The pump refills were correct with respect to residual volumes. A dye study was performed on (B)(6) 2018 and they were unsuccessful in aspirating the catheter. On (B)(6) 2018 the patient was taken to surgery. It was noted that the physician preferred to replace the catheter since it had been in since 2006 as well as the pump at that time. The reason for not being able to aspirate the catheter was not found and it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved and the patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp did not have any further information regarding the event. No further complications were reported/anticipated.